Event description:
It was reported that multiple cartridge alarms occurred. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.